Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications. Blank fields present on this form include only fields determined to be not applicable. Blank required fields were determined to be inapplicable.

Event description:
It was reported that the patient was implanted with a helex septal occluder on (B) (6) 2009 to close a patent foramen ovale. Residual shunting was noted in a follow up visit. The device was explanted in an open cardiovascular procedure on (B) (6) 2010. The patient was doing well following the procedure.